Manufacturer narrative:
Inspection of the device found blood on the adhesive pad. The formed needle, soft cannula, and bottom housing were inspected for damages and deficiencies that could contribute to bleeding at the infusion site. No issues were found. The exact cause of the bleeding event could not be determined. The exposed portion of the soft cannula was observed to be torn and shortened, measuring under specification. Due to this damage, fluid was unable to flow through the complete fluid path. A leak test was completed on the remainder of the fluid path; no other tears or leaks were observed. The investigation could not determine the timing or cause of the observed damage, or if it contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose level rose to 260 mg/dl while wearing the pod between 5 and 24 hours on the arm. Investigation of the pod found the cannula torn and shortened, measuring under specification. The device was originally reported for bleeding at the infusion site.